Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of the power module being unable to switch to its internal battery when ac power was disconnected was unable to be confirmed. The heartmate power module (pm) (s/n: ppm-02452) was returned to the service depot for evaluation; however, the associated backup battery was not returned. The power module underwent functional testing. The ppm-02452 was plugged into an ac power source and powered on as intended. The unit was connected to a mock circulatory loop, the ac power was disconnected, and the unit ran on backup battery power without any issues. The reported issue and alarms were unable to be reproduced. A functional checkout was performed, and all applicable tests were passed. The unit was returned to the customer site ready for use. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate power module instructions for use (IFU), rev. B, instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU, rev. B, section 11.0 ¿routine maintenance¿ instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module IFU, rev. B, section 5.0 ¿power module (pm) alarm conditions¿ instructs users on how to handle all alarms that occur on the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a power module was unable to switch over to its internal battery when ac power was disconnected.